Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed in 2012. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8(B)(6) 2010: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)/blood clots form"), pregnancy with contraceptive device ("pregnancy with essure device"), abortion ("mandatory abortion after essure") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 8, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure ineffective". The patient's past medical history included parity 6 (B)(6) 1993, (B)(6) 1999, (B)(6) 2000, (B)(6) 2009, (B)(6) 2007, (B)(6) 2006)), ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: ortho evra from 2006 to 2007 and depo provera from 2004 to 2006. Past adverse reactions to the above products included pregnancy with depo provera and ortho evra. Concomitant products included intrauterine contraceptive device (iud nos) and multivitamins. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychological or psychiatric problems condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with blood and related products and surgery (underwent a partial hysterectomy). Essure was removed in 2012. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion, genital haemorrhage, hormone level abnormal, vaginal haemorrhage and mental disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abortion, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient had tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes in 2010, "plaintiff" experienced unintended pregnancy. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Events added as per pfs. Pregnancy with essure device, hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), pregnancy (termination), psychological or psychiatric problems condition and blood clots form. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)/blood clots form') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure ineffective". The patient's medical history included parity 6 (((B)(6) 1993, (B)(6) 1999, (B)(6) 2000, (B)(6) 2009, (B)(6) 2007, (B)(6) 2006)), ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: ortho evra from 2006 to 2007 and depo provera from 2004 to 2006. Past adverse reactions to the above products included pregnancy with depo provera and ortho evra. Concomitant products included intrauterine contraceptive device (iud nos) and vitamins nos (multivitamins). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and night sweats ("hormonal changes/ hormonal imbalance: hormonal imbalance"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with blood and related products and surgery (underwent a partial hysterectomy). Essure was removed in 2012. At the time of the report, the menorrhagia, pregnancy with contraceptive device, night sweats, vaginal haemorrhage and mental disorder outcome was unknown and the genital haemorrhage and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered depression, genital haemorrhage, menorrhagia, mental disorder, night sweats, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one pregnancy (termination) after essure was placed (2010). Patient had tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes. Diagnostic results: in 2010, plaintiff experienced unintended pregnancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available amendment: the report was amended for the following reason: after internal review, event abortion induced was deleted (elective abortion). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)/blood clots form'), pregnancy with contraceptive device ('pregnancy with essure device'), abortion ('mandatory abortion after essure/ pregnancy (termination)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure ineffective". The patient's medical history included parity 6 (B)(6) 1993, (B)(6) 1999, (B)(6) 2000, (B)(6) 2009, (B)(6) 2007, (B)(6) 2006, ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: ortho evra from 2006 to 2007 and depo provera from 2004 to 2006. Past adverse reactions to the above products included pregnancy with depo provera and ortho evra. Concomitant products included intrauterine contraceptive device (iud nos) and multivitamins. In september 2009, the patient had essure inserted. In april 2010, the patient experienced abortion (seriousness criterion medically significant). In june 2010, the patient experienced depression ("psychological or psychiatric problems: depression"). In august 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and night sweats ("hormonal changes/ hormonal imbalance: hormonal imbalance"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychological or psychiatric problems condition") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with blood and related products and surgery (underwent a partial hysterectomy). Essure was removed in 2012. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion, night sweats, vaginal haemorrhage and mental disorder outcome was unknown and the genital haemorrhage and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abortion, depression, genital haemorrhage, menorrhagia, mental disorder, night sweats, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient had tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-apr-2010: results: full occlusion of both tubes. Diagnostic results: in 2010, plantiff experienced unintended pregnancy. Most recent follow-up information incorporated above includes: on 9-dec-2019: reporters added. Added event ) psychological or psychiatric problems: depression. Updated event hormonal changes/ hormonal imbalance: hormonal imbalance (previously reported as hormonal changes, updated reported term of event, onset date and outcome of event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.